Event description:
A consumer reported that after being "cleared" by a lens and retina specialist, she "does not have 20/20 vision without glasses" one year following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other similar complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).